Event description:
The customer observed a single non-reproducible, falsely elevated vitros tropi es result from a patient sample processed on a vitros eciq immunodiagnostic system. A vitros tropi es result of 0.092 ng/ml vs. Expected result of <0.012 ng/ml was predicted from the sample. A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, falsely elevated tropi es result was not reported from the laboratory as it is assumed laboratory protocol requires samples with critical values to be repeated prior to reporting. There was no allegation patient harm. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros tropi es result was obtained from a single patient sample run on the vitros eciq immunodiagnostic system. A definitive root cause for the event could not be determined. Based on historical quality control performance, there was no indication that a reagent related issue contributed to the event. In addition, vitros tropi es within run precision testing was within acceptable guidelines; however, the precision test was processed 10 days after the event occurred. Therefore, an instrument issue at the time of the event cannot be completely ruled out. Finally, it is unknown if the sample was processed in accordance with the tube manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Therefore, pre-analytical sample processing cannot be ruled out as a potential contributing factor. A definitive root cause for the event could not be determined.